Event description:
Per the clinic, the device was explanted due to skin flap infection. A surgery was performed on (B)(6) 2011, to treat the infection, however, the device was subsequently explanted on (B)(6) 2011. Reimplantation is planned, however, it has not occurred as of the date of this report, december 28th, 2011.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).